Event description:
Non-delivery of solution without a pump alarm. The customer reported that a homecare pt was to receive an unspecified concentration of oxacillin every 4 hrs over a 48 hr period for a total of 12 doses, container size of 250ml. The pt noted on dose 10 of 12 that the pump display read 184ml infused but the container was still full. The pt changed pumps, but fluid still did not infuse. The pt then changed the tubing and fluid began to infuse. The customer reported no adverse pt events. Additional info was requested, but no further info was provided.